Event description:
On (B)(6) 2009, the pt reported he received an occlusion message on his insulin infusion device and, when he removed his infusion headset, the cannula was bent. He stated he inserted a new headset and has had no further issues. Replacement infusion sets were sent to the pt. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.